Event description:
Procedure was a total hip arthroplasty, ceramic on polyethylene, uncemented, while the surgeon was putting in the final stem implant a piece of the stem inserted broke off in the implant. Surgeon tried to remove the piece, however was unsuccessful. Depuy representative on site, and product was returned to the rep.